Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a pacemaker. Technical services reviewed the data and found there was noise on the right ventricular (rv) lead that was being oversensed resulting in pacing inhibition of greater than two seconds. Isometrics was performed and the noise could be reproduced. Serial impedance measurements during isometrics were all within normal range. Technical services provided troubleshooting guidance and the hcp will consider doing a chest x-ray to determine the cause of the noise. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.